Event description:
It was reported that the customer was admitted in the intensive care. It was stated that the doctor declined to troubleshoot and requested a trainer to come to the hospital to test the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.